Event description:
Related manufacturer reference numbers: 2017865-2024-61095. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator and right ventricular lead exhibited high defibrillation impedance. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.